Manufacturer narrative:
The event was estimated to have occurred in may 2024.

Event description:
It was reported that right ventricular (rv) noise resulting in oversensing was noted. The patient has two leads implanted in the right ventricle, a high voltage lead for defibrillation therapy and a low voltage lead for sensing and pacing. The device was reprogrammed to resolve the event. The patient was in stable condition.